Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the device did not fire. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy, while stapling on the bowel, the green safety button was pressed but the handle coult not be squeezed at all and the device did not fire. The stapler was opened and taken out of the body, and the process was repeated externally with the same result. Two handles were opened and both handles were used successfully with 2 new reloads. There was no patient injury.